Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the left pulmonary veins were ablated with no issues. When ablating the right pulmonary veins, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter and coaxial umbilical cable were replaced. A system notice was received indicating that there was a problem with the refrigerant port. The console was shut down for five minutes and then restarted. The console failed the system startup tests.  The coaxial port on console was examined and drops of blood were observed on the coaxial port. The procedure was switched to radiofrequency. The case was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 04188 were returned and analyzed. The data files included an image file and the image showed blood was found on the coaxial port of the console. Patient files showed at least three applications were performed with the returned balloon catheter without any issue on the date of the event. The failure file confirmed system notice 50005 ¿leak detection¿ and then multiple system notice 50024 ¿vent system failure¿ on the date of the event after the last injection. Visual inspection of the balloon catheter was performed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for three applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection." During inspection and pressure tes ting of the shaft segment, a guide wire lumen kink and breach was observed 0.5570 inches proximal to the catheter tip. In conclusion, the visible blood issue was confirmed through testing and the balloon catheter failed the returned product inspection due to a kin k and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.